Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the clinic, the patient was placed under general anesthesia in (B)(6) 2020 (specific date not reported), in order to change the abutment.